Manufacturer narrative:
Expiration date corrected to 09/12/2021. Device not returned for evaluation. Device history record review did not show any issues related to the lot.

Manufacturer narrative:
Evaluation pending receipt of device.

Event description:
Physician pretested and did not see frosting. Started 1st freeze and noticed frosting touching the skin. Thawed and removed the probe and replaced with another probe.